Manufacturer narrative:
(B)(4). An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on march 21, 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available second quarter, 2012. The additional sample centrifugation as instructed in product correction letter of fa13sep2010 will continue to be followed by u.s. Customers. Submission for the u.s. 510k clearance of the new product was determined to occur the second quarter of 2012.

Event description:
The customer stated that several patient samples generated higher results for the architect ivancomycin assay. The customer was instructed to follow the letter of fa13sep2010. The customer retested the samples after re-spinning them to obtain expected results. One patient sample (sid (B)(6)) generated an initial result of 28 ug/ml which was repeated 17.4 ug/ml after re-spinning the sample. No impact to patient management was reported.

Manufacturer narrative:
.